Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. C22810-not valid, c22910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included underweight. Concomitant products included amantadine hydrochloride (viracon) from (B)(6) 2015 to (B)(6) 2017, artemether;lumefantrine (coartem) from (B)(6) 2015 to (B)(6) 2017, camellia sinensis;ginkgo biloba;minerals nos;omega-3 fatty acids;panax ginseng;vitamins nos;vitis vinifera seed (serene 4g) from (B)(6) 2015 to (B)(6) 2017, colestyramine (cholestyramine) since (B)(6) 2017, coptis chinensis from (B)(6) 2017, fluconazole since (B)(6) 2017, hydrocortisone (cortef) from (B)(6) 2015 to (B)(6) 2017, hydrocortisone acetate (cortisol acetate) (B)(6) 2017 to 2019, linaclotide (linzess) (B)(6) 2015 to (B)(6) 2016, liothyronine sodium (cytomel) since (B)(6) 2017, lyme disease vaccine (lyme) from (B)(6) 2018, metronidazole since (B)(6) 2017, phentermine (B)(6) 2015 to (B)(6) 2019, probiotics nos (B)(6) 2015 to (B)(6) 2019, spironolactone since 2010, thyroid (armour thyroid) since (B)(6) 2017 and valaciclovir hydrochloride (valacyclovir hcl) (B)(6) 2015 to (B)(6) 2018. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypothyroidism ("allergic or hypersensitivity reaction type: hypothyroidism"), lyme disease ("autoimmune disorder type of disorder: chronic lyme"), rectal haemorrhage ("gastrointestinal or digestive system condition type: chronic constipation"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), loss of libido ("hormonal changes describe: loss of libido"), urticaria ("rashes or skin conditions type: hives"), infectious mononucleosis ("infection (other) describe: mono"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), amnesia ("neurological conditions or problems type: memory loss"), tremor ("neurological conditions or problems type: tremors"), allergy to metals ("nickel allergy"), visual impairment ("vision/eye problems type: vision problems"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: chronic constipation"), inflammation ("chronic inflammation") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced epstein-barr virus infection ("infection (other) describe: epstein barr"), vulvovaginal pain ("vaginal pain"), pelvic discomfort ("discomfort") and autoimmune disorder ("autoimmune disorder-biotoxin illness"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypothyroidism, lyme disease, rectal haemorrhage, hot flush, mood swings, loss of libido, urticaria, infectious mononucleosis, epstein-barr virus infection, anxiety, depression, urinary tract disorder, bladder disorder, amnesia, tremor, allergy to metals, visual impairment, fatigue, weight increased, constipation, inflammation, alopecia, vulvovaginal pain, pelvic discomfort and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, anxiety, autoimmune disorder, bladder disorder, constipation, depression, epstein-barr virus infection, fatigue, hot flush, hypothyroidism, infectious mononucleosis, inflammation, loss of libido, lyme disease, mood swings, pelvic discomfort, pelvic pain, rectal haemorrhage, tremor, urinary tract disorder, urticaria, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: in pfs it was reported that patient have biotoxin illness. Current weight 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: confirmed my tubes were closed total bilateral occlusion. Lot number reported ( c22810 ) is not valid. Most recent follow-up information incorporated above includes: on 24-jan-2020: medical record received. Lot number c22910 was added. Product, patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. C22810-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included underweight. Concomitant products included amantadine hydrochloride (viracon) from (B)(6) 2015 to (B)(6) 2017, artemether;lumefantrine (coartem) from (B)(6) 2015 to (B)(6) 2017, camellia sinensis;ginkgo biloba;minerals nos;omega-3 fatty acids;panax ginseng;vitamins nos;vitis vinifera seed (serene 4g) from 11-dec-2015 to (B)(6) 2017, colestyramine (cholestyramine) since 19-jul-2017, coptis chinensis from 12-apr-2017 to (B)(6) 2017, fluconazole since 19-jul-2017, hydrocortisone (cortef) from (B)(6) 2015 to (B)(6) 2017, hydrocortisone acetate (cortisol acetate) (B)(6) 2017 to 2019, linaclotide (linzess)11-dec-2015 to february 2016, liothyronine sodium (cytomel) since (B)(6) 2017, lyme disease vaccine (lyme) from (B)(6) 2018 to (B)(6) 2018, metronidazole since (B)(6) 2017, phentermine (B)(6) 2015 to (B)(6) 2019, probiotics nos11-dec-2015 to (B)(6) 2019, spironolactone since 2010, thyroid (armour thyroid) since (B)(6) 2017 and valaciclovir hydrochloride (valacyclovir hcl) (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypothyroidism ("allergic or hypersensitivity reaction type: hypothyroidism"), lyme disease ("autoimmune disorder type of disorder: chronic lyme"), rectal haemorrhage ("gastrointestinal or digestive system condition type: chronic constipation"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), loss of libido ("hormonal changes describe: loss of libido"), urticaria ("rashes or skin conditions type: hives"), infectious mononucleosis ("infection (other) describe: mono"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), amnesia ("neurological conditions or problems type: memory loss"), tremor ("neurological conditions or problems type: tremors"), allergy to metals ("nickel allergy"), visual impairment ("vision/eye problems type: vision problems"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: chronic constipation"), inflammation ("chronic inflammation") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced epstein-barr virus infection ("infection (other) describe: epstein barr"), vulvovaginal pain ("vaginal pain"), pelvic discomfort ("discomfort") and autoimmune disorder ("autoimmune disorder-biotoxin illness"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypothyroidism, lyme disease, rectal haemorrhage, hot flush, mood swings, loss of libido, urticaria, infectious mononucleosis, epstein-barr virus infection, anxiety, depression, urinary tract disorder, bladder disorder, amnesia, tremor, allergy to metals, visual impairment, fatigue, weight increased, constipation, inflammation, alopecia, vulvovaginal pain, pelvic discomfort and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, anxiety, autoimmune disorder, bladder disorder, constipation, depression, epstein-barr virus infection, fatigue, hot flush, hypothyroidism, infectious mononucleosis, inflammation, loss of libido, lyme disease, mood swings, pelvic discomfort, pelvic pain, rectal haemorrhage, tremor, urinary tract disorder, urticaria, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: in pfs it was reported that patient have biotoxin illness. Current weight 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: confirmed my tubes were closed total bilateral occlusion. Lot number reported ( c22810 ) is not valid. Most recent follow-up information incorporated above includes: on 18-jan-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. C22810) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included underweight. Concomitant products included amantadine hydrochloride (viracon) from (B)(6) 2015 to (B)(6) 2017, artemether;lumefantrine (coartem) from (B)(6) 2015 to (B)(6) 2017, camellia sinensis;ginkgo biloba;minerals nos; omega-3 fatty acids; panax ginseng;vitamins nos; vitis vinifera seed (serene 4g) from (B)(6) 2015 to (B)(6) 2017, colestyramine (cholestyramine) since (B)(6) 2017, coptis chinensis from (B)(6) 2017 to (B)(6) 2017, fluconazole since (B)(6) 2017, hydrocortisone (cortef) from (B)(6) 2015 to (B)(6) 2017, hydrocortisone acetate (cortisol acetate) (B)(6) 2017 to 2019, linaclotide (linzess) (B)(6) 2015 to (B)(6) 2016, liothyronine sodium (cytomel) since (B)(6) 2017, lyme disease vaccine (lyme) from (B)(6) 2018 to (B)(6) 2018, metronidazole since (B)(6) 2017, phentermine (B)(6) 2015 to (B)(6) 2019, probiotics nos (B)(6) 2015 to (B)(6) 2019, spironolactone since 2010, thyroid (armour thyroid) since (B)(6) 2017 and valaciclovir hydrochloride (valacyclovir hcl) (B)(6) 2015 to (B)(6) 2018. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypothyroidism ("allergic or hypersensitivity reaction type: hypothyroidism"), lyme disease ("autoimmune disorder type of disorder: chronic lyme"), rectal haemorrhage ("gastrointestinal or digestive system condition type: chronic constipation"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), loss of libido ("hormonal changes describe: loss of libido"), urticaria ("rashes or skin conditions type: hives"), infectious mononucleosis ("infection (other) describe: mono"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), amnesia ("neurological conditions or problems type: memory loss"), tremor ("neurological conditions or problems type: tremors"), allergy to metals ("nickel allergy"), visual impairment ("vision/eye problems type: vision problems"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: chronic constipation"), inflammation ("chronic inflammation") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced (B)(6) infection ("infection (other) describe: (B)(6)"), vulvovaginal pain ("vaginal pain"), pelvic discomfort ("discomfort") and autoimmune disorder ("autoimmune disorder-biotoxin illness"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypothyroidism, lyme disease, rectal haemorrhage, hot flush, mood swings, loss of libido, urticaria, infectious mononucleosis, (B)(6) infection, anxiety, depression, urinary tract disorder, bladder disorder, amnesia, tremor, allergy to metals, visual impairment, fatigue, weight increased, constipation, inflammation, alopecia, vulvovaginal pain, pelvic discomfort and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, anxiety, autoimmune disorder, bladder disorder, constipation, depression, (B)(6) infection, fatigue, hot flush, hypothyroidism, infectious mononucleosis, inflammation, loss of libido, lyme disease, mood swings, pelvic discomfort, pelvic pain, rectal haemorrhage, tremor, urinary tract disorder, urticaria, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: in pfs it was reported that patient have biotoxin illness. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.8 kg/sqm. Ultrasound scan vagina on (B)(6) 2015: confirmed my tubes were closed total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-dec-2019: plaintiff fact sheet received. Lot number added. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic pain, hormonal changes describe: hot flashes, mood swings, loss of libido, allergic or hypersensitivity reaction type: hypothyroidism, rashes or skin conditions type: hives, infection (other) describe: mono, (B)(6), psychological or psychiatric problems condition: anxiety and depression, autoimmune disorder type of disorder: chronic lyme, bladder or urinary problems or changes, neurological conditions or problems type: memory loss, tremors, nickel allergy, vision/eye problems type: vision problems, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: chronic constipation and rectal bleeding, chronic inflammation, hair loss, vaginal pain, discomfort. Medical history, concomitant drug, lab data, aka name were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. C22810-not valid, c22910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included underweight and breast implant user (removed.). Concomitant products included amantadine hydrochloride (viracon) from (B)(6) 2015 to (B)(6) 2017, artemether;lumefantrine (coartem) from (B)(6) 2015 to (B)(6) 2017, camellia sinensis;ginkgo biloba;minerals nos;omega-3 fatty acids;panax ginseng;vitamins nos;vitis vinifera seed (serene 4g) from (B)(6) 2015 to (B)(6) 2017, colestyramine (cholestyramine) since (B)(6) 2017, coptis chinensis from (B)(6) 2017 to (B)(6) 2017, fluconazole since (B)(6) 2017, hydrocortisone (cortef) from (B)(6) 2015 to (B)(6) 2017, hydrocortisone acetate (cortisol acetate)(B)(6) 2017 to 2019, linaclotide (linzess)(B)(6) 2015 to (B)(6) 2016, liothyronine sodium (cytomel) since (B)(6) 2017, lyme disease vaccine (lyme) from (B)(6) 2018 to (B)(6) 2018, metronidazole since (B)(6) 2017, phentermine (B)(6) 2015 to (B)(6) 2019, probiotics nos (B)(6) 2015 to (B)(6) 2019, spironolactone since 2010, thyroid (armour thyroid) since (B)(6) 2017 and valaciclovir hydrochloride (valacyclovir hcl) (B)(6) 2015 to (B)(6) 2018. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypothyroidism ("allergic or hypersensitivity reaction type: hypothyroidism"), lyme disease ("autoimmune disorder type of disorder: chronic lyme"), rectal haemorrhage ("gastrointestinal or digestive system condition type: chronic constipation"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings"), loss of libido ("hormonal changes describe: loss of libido"), urticaria ("rashes or skin conditions type: hives"), infectious mononucleosis ("infection (other) describe: mono"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), amnesia ("neurological conditions or problems type: memory loss"), tremor ("neurological conditions or problems type: tremors"), allergy to metals ("nickel allergy"), visual impairment ("vision/eye problems type: vision problems"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: chronic constipation"), inflammation ("chronic inflammation") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient underwent endometrial ablation ("endometrial ablation"), 1 month 5 days after insertion of essure. On an unknown date, the patient experienced epstein-barr virus infection ("infection (other) describe: epstein barr"), vulvovaginal pain ("vaginal pain"), pelvic discomfort ("discomfort") and autoimmune disorder ("autoimmune disorder-biotoxin illness"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypothyroidism, lyme disease, rectal haemorrhage, hot flush, mood swings, loss of libido, urticaria, infectious mononucleosis, epstein-barr virus infection, anxiety, depression, urinary tract disorder, bladder disorder, amnesia, tremor, allergy to metals, visual impairment, fatigue, weight increased, constipation, inflammation, alopecia, vulvovaginal pain, pelvic discomfort, autoimmune disorder and endometrial ablation outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, anxiety, autoimmune disorder, bladder disorder, constipation, depression, endometrial ablation, epstein-barr virus infection, fatigue, hot flush, hypothyroidism, infectious mononucleosis, inflammation, loss of libido, lyme disease, mood swings, pelvic discomfort, pelvic pain, rectal haemorrhage, tremor, urinary tract disorder, urticaria, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: in pfs it was reported that patient have biotoxin illness. Current weight 130 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: confirmed my tubes were closed total bilateral occlusion. Lot number reported ( c22810 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: event per mr: new event 'endometrial ablation' was added. Fu 5 and fu 6 processed together a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.